Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Troubleshoot for high blood glucose was not performed. Customer treated high blood glucose reading with their insulin pump. Customer forgot to turn on the insulin pump after taking a shower. After the treatment, their blood glucose reading was 196 mg/dl, 156 mg/dl,138 mg/dl, 177 mg/dl. Insulin pump will not be returning for analysis.